Event description:
Dealer advised went out to change wheel bearings on the chair and enduser advised the bolt assembly that holds the seat saddle on the rear left side frame snapped inside the nut insert that is attached to the frame. Dealer advised he damaged bearings when installing.